Manufacturer narrative:
This report is submitted on may 30, 2022.

Event description:
Per the clinic, the patient has 2 brain tumors and needed serial mris of the head. The parents did not want to take any chance of any distortion artifact during MRI monitoring of brain tumor monitoring. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.